Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being informed that the ¿top wire was not in all the way¿. A follow up with the patient¿s healthcare provider yielded that the patient had a device check and the right atrial (ra) lead had no capture; however, the sensing on the lead was good and so the physician elected to lower the pacing amplitude, monitor the lead and leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead had dislodged. The lead was revised and repositioned remaining in use.